Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that device did not detect a "monitored polymorphic vt episode" that the patient experienced in the hospital. The device was explanted. No patient complications have been reported as a result of this event.